Event description:
The customer reported that an 840 ventilator had a blank display. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer inspected the device and could not duplicate the reported failure. The unit passed extended self testing. Covidien was not authorized to service the device.